Event description:
It was reported that there was a device related thrombus. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The physician gave the patient isoproterenol before placement, eliminating thrombus-like stagnation. It was determined that it was not a thrombosis/blood clot. The procedure was completed successfully with the closure device being implanted in the patients laa. There were no complications reported. On (B)(6) 2019 a transesophageal echocardiogram (tee) was performed. There were no issues that were seen and the patient stopped their warfarin treatment and switched to dapt. On (B)(6) 2020 the patient had a computerized tomography procedure which confirmed a thrombus on the surface of the closure device. The patient was restarted on warfarin. On (B)(6) 2020 the thrombus was confirmed by tee imaging and warfarin was continued.